Event description:
It was reported that while the surgeon was using the in-situ bender, the bender allegedly impacted the patient. According to the incident report, the patient alleges injury and partial paralysis.

Manufacturer narrative:
Product still enroute to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Device manufacture date - unknown. System package insert warns: "the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00134 / 00135).

Manufacturer narrative:
Visual and dimensional inspection of the rod benders did not confirm the reported event. No excessive wear or damage was found on the returned instruments. Dimensional measurements of the returned instruments also were found within specifications. A review of the manufactured records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2005. Records indicate the instruments passed all inspection criteria at the established sampling rates. The probable underlying root cause for the reported incident is accidental slippage of the instrument due to user error. The product IFU identifies these potential risks and instructs: "surgical techniques. The implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." The IFU continues to provide as "possible adverse effects": - nerve, soft tissue, or blood vessel damage due to surgical trauma - nerve root or spinal cord impingement